Event description:
It was reported that this right ventricular (rv) lead with the pacemaker exhibited loss of capture (loc) at high threshold measurements. The measurements were tested and there was no capture at 7.5 v @ 2ms. The patient noted he was feeling odd when lying on his left side. Technical services (ts) reviewed again and confirmed the intermittent capture. Programming changes were made for this device. The rv lead and pacemaker remain in service. No adverse patient effects were reported.